Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: mini vision 2.5 x 28 and vision 2.75 x 8 (all crossed and implanted). The vision 3.0 x 12 stent is being filed under a separate medwatch MFR number. The reported dissection is a known adverse event listed in the vision instructions for use (IFU). Dissections can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU also states: implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that during a stenting procedure in a heavily tortuous and calcified right coronary artery with three vision stents (2.5 x 28, 2.75 x 8 and a 3.0 x 8), a dissection was noted after implantation of the third stent which was the 3.0 x 8 vision stent. In an attempt to treat this dissection, three additional vision stents (3.0 x 15, 3.5 x 18, and a 3.0 x 18) were unsuccessfully in crossing the lesion. The fourth vision stent, a 3.0 x 12, successfully crossed the lesion but the stent dislodged from the stent delivery system into the patient's anatomy. The patient underwent a coronary artery bypass graft to repair the dissection and attempt to retrieve the stent. The dislodged stent was not found in the patient's coronary anatomy. The patient is currently recovering in the hospital. Though requested, there was no additional information provided.